Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/25/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and suture was used. During the procedure, when suture was used on the patient, the needle tip was missing. It was decided by the surgeon/team in the patient's best interest and safety for the needle tip to remain in the cavity. The x-ray and microscopic physical examination were performed on the possible abdominal area where the needle tip was indicated to be located. The procedure was completed with another like a device. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 12/15/2015. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.